Manufacturer narrative:
This event occurred in (B)(6). In this case, the user configured several rules, including some westgard rules. One of them is the "status expiration control" rule. When this rule is configured, the system evaluates the time during which no qc is performed. This rule is violated if no control is performed during the defined hours (1 hour in the user's configuration). The investigation found that cobas infinity was not handling qc multi-rules evaluation according to its requirements. In particular, the rule "status expiration control" was causing the system to fail. When infinity receives a qc result for a specific control, it must evaluate all the applying rules and assign the most restrictive qc multi-rule status to its qc status. In this case, it evaluated a westgard rule first. Then, the software set the qc status to "error" because the result violated the westgard rule. An automatic process that checks every 5 minutes if the last received qc fulfills the "status expiration control" condition (this means, that within the defined interval of time, a qc was performed) evaluated this rule. The result did not violate the rule as it fulfilled the condition. Then, the software incorrectly changed the qc status from "error" to "ok" even though it was violating the westgard rule. The reported allegation has been verified as a software issue because potential incorrect validation of results may occur when using cobas infinity software as the qc module could erroneously set the qc status to "ok" when using "status expiration control" rule. It was confirmed that this rule is now disabled in the customer's system.

Event description:
The initial reporter complained of a cobas infinity core software issue, which may affect the interpretation of patient results. When the "status expiration control" rule is used, incorrect validation of results could occur. Regardless of the qc result, the qc status will be set to "ok", and validation of patient samples could occur. No patient was harmed due to this issue. The cobas infinity core software version is (B)(4).